Manufacturer narrative:
The lens was returned to b+l and visual inspection found one haptic plate torn at the arm, causing that arm to be bent. The other haptic arm on the same plate has been cut or torn off and is missing along with a piece of the plate. The optic and the other haptic plate/arms are not damaged. The cause of the damage cannot be determined. Functional and dimensional testing cannot be performed due to the damage. Inspection on a retain sample from the same lot and device history record review indicated no anomalies, especially in dimensional specifications. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor had trouble inserting the lens into the patient's left eye. Two unplanned enlargements of the incision were performed. Upon injection of the lens, the capsular bag was compromised. Lens was half way in incision and the doctor removed it with a mcpherson forcep which tore the back haptic. A different lens model was implanted successfully. The physician's opinion of the most likely cause of the iol damage was "patient eye not compatible." The patient's prognosis is described as "slight edema but doing well, compliant with meds."